Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they observed a small pinpoint break beneath the hub of the feeding tube. The tube was removed and replaced with a new feeding tube. This occurred in the nicu of the hospital. There was no patient harm.

Manufacturer narrative:
Additional information: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. No samples were returned for evaluation however, a photo was provided. Based on the digital image it is not possible to confirm the reported condition. The physical sample is required to evaluate the reported condition. If a sample is received at a later date the complaint will be reopened. The root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to manufacturing awareness this time. There is not a negative trend that indicates a potential issue in the process. This incident can be considered an isolated event. The current process is running according to product specifications and meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention.